Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. There were no question marks (?) Or red x's on ccm. He checked the connections, touchscreen worked for a few minutes then locked up. He installed a replacement ccm. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) was not responding to touch. As a result, an alternate device was employed. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) duplicated the reported complaint. He observed the cursor froze and the central control monitor (ccm) became unresponsive when the printed circuit interface (pci) flex cable was agitated. It was determined that the combination of a damaged edge connector on the pci flex cable and foreign substance on the local area network / interface board (lan/if) edge connector was the likely cause of the problem. The service repair technician (srt) replaced the pci flex cable. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.